Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014 a patient was implanted with a gore excluder aaa endoprosthesis aortic extender component as a reintervention to a prior endovascular procedure. On (B)(6) 2018, a reintervention occurred whereby a translumbar embolization with onyx was performed to treat a type ii endoleak. The patient tolerated the procedure.